Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. There is no allegation that a malfunction of a da vinci system, instrument, or accessory occurred. Therefore, no product is expected to be returned. A follow-up MDR will be submitted if additional information is obtained. A review of instrument usage shows that this surgeon performed two bariatric revision procedures on the reported event date of (B)(6) 2021; however, it is unknown which procedure this event occurred. A review of the system logs for the procedure date of (B)(6) 2021 has been performed and the following was observed: no relevant errors were observed during these procedures. Additionally, all instruments with uses remaining were reused in subsequent procedures. No images or videos were obtained of this reported event. A review of the site's complaint history showed no other complaints related to this product/event. This event is being reported due to the following conclusion: during a da vinci-assisted bariatric revision procedure, the patient reportedly received a roux-en-o that required reoperation. It is unknown at this time how the event occurred and how the da vinci system and products were related. There is no allegation that a malfunction of a da vinci system, instrument, or accessory occurred.

Event description:
It was initially reported that after a da vinci-assisted bariatric revision that it was noticed the patient had received a roux-en-o due to the surgeon incorrectly selecting the wrong piece of the small bowel during the gj anastomosis. A roux-en-o is achieved when the anatomy is misidentified and an anastomoses is created between the incorrect bowel segment and the gastric pouch which created two distinct closed loops of bowel. On 08-nov-2021, an intuitive surgical inc. (Isi) clinical sales manager (csm) was contacted and additional information was obtained about the complaint: the csm was present during this procedure, but the roux-en-o was not identified until post-operation. The csm was first made aware of this event via in-person communication with the console surgeon's partner (another surgeon at the hospital). No allegations have been made against a da vinci product regarding this event. The console surgeon's partner informed the csm that the patient was re-operated on via traditional laparoscopy on (B)(6) 2021 and is recovering in the intensive care unit (ICU). The surgeon's partner told the csm that they think the patient did not tolerate an anastomosis well but this was due to surgical technique. Intuitive surgical, inc. (Isi) performed multiple follow-up attempts to obtain additional information. However, as of the date of this report, no further details have been received